Event description:
It was reported that during an unspecified procedure, stent damage occurred. The patient presented with an mi. The lesion being treated was located in the calcified right coronary artery (rca). The lesion was not predilated. The decision was made to place 3 liberte' stents, and the first stent was deployed with no issue. While attempting to place this second stent (4.0 x 28), the physician was unable to cross the lesion after several attempts. When the physician removed the stent delivery system, he found damage to the proximal part of the stent. A 4.0 x 16 liberte' stent was deployed with no issue. No patient complications were reported.